Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a laparoscopic hernia repair, the balloon device did not deploy.there was no extendion in operating room time.the physician used another product and it worked without issue.patient is fine. No injury.